Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: left mentor memorygel mod-rnd 275cc gel breast implant, catalog number 3507275bc. (B)(4).

Event description:
It was reported that a (B)(6) -year-old female patient underwent a breast augmentation revision with mentor memorygel mod-rnd 275cc gel breast implants that bilaterally ruptured after implantation. The issue was diagnosed by the doctor. As a result, patient had the device explanted on (B)(6) 2018. This report is for the right implant.

Manufacturer narrative:
On 8/16/2018, mentor became aware that the patient underwent bilateral removal and replacement with (right) mentor memorygel breast implant 215cc gel catalog: 3507215mc lot: 7478637 sn: (B)(4) and (left) mentor memorygel breast implant 215cc gel catalog: 3507215mc lot: 7578797 sn: (B)(4) on (B)(6) 2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 8/20/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. New information indicated the date of event is on (B)(6) 2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary :upon receipt by mentor, the gel contained in the device appears red. Red material and gel was observed within the device and on the shell surface. Upon initial inspection the device was severely rented; shell abrasion was noticed within the rent. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the red material found on the device. A manufacturing record evaluation (mre) of lot number 223966 was reviewed and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 12/13/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018 new information indicated that the lot number for the right implant is 223966. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).